Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform functional testing including the operating currents and self test or verify failed battery test alert due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer stated the contacts on the battery cap was not missing or damaged. Customer stated battery compartment and spring were not damaged or corroded. Customer inserted fully charged battery but insulin pump again alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.